Event description:
A customer reported experiencing a cartridge alarm identified as alarm 20 while using the pump during the pumping process. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact to the blood glucose level. The customer successfully loaded a new cartridge and resumed insulin therapy, resulting in the resolution of the issue.